Event description:
Cardiologist successfully deployed a stent into proximal circumflex artery. Attempted to deploy another stent distal to first. Second stent became lodged inside first stent. Unable to move forward or backward. The balloon, stent and piece of the shaft of stent delivery system broke off inside pt's artery/aorta and was unretrievable. Pt to o.r. Emergently for retrieval.